Event description:
Muscle paralysis [paralysis nos]. Bladder paralysis [bladder paralysis]. Stiff leg [limbs stiffness] ([device use issue]). Case narrative: initial information received from germany on 13-aug-2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an unknown age female patient who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced muscle paralysis, stiff leg, bladder paralysis (latency unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started treatment with hylan g-f 20, sodium hyaluronate injection, at unknown dose, once via route intramuscular (device use issue) (with an unknown batch number) for unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient had stiff leg, muscle and bladder paralysis (assessed as medically significant). It was also reported that doctor injected the suspect device into patient's muscle instead of her knee. No more information was provided. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated on 21-aug-2019 for synvisc one, batch number: unknown with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 21-aug-2019. Additional information was received on 21-aug-2019. Global ptc number and results were added. Text was amended accordingly.

Event description:
Muscle paralysis [paralysis nos]. Bladder paralysis [bladder paralysis]. Stiff leg [limbs stiffness] ([device use error]). Case narrative: initial information received from germany on (B)(6) 2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an unknown age female patient who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced muscle paralysis, stiff leg, bladder paralysis (latency unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started treatment with hylan g-f 20, sodium hyaluronate injection (synvisc one), at unknown dose, once via route intramuscular (with an unknown batch number) for unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient had stiff leg, muscle and bladder paralysis (assessed as medically significant by company). It was also reported that doctor injected the suspect device into patient's muscle instead of her knee (device use error). No more information was provided. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one, batch number: unknown with global ptc number: 59940. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on (B)(6) 2019. Additional information was received on 21-aug-2019. Global ptc number and results were added. Text was amended accordingly. Upon internal review on 08-oct-2019, based on the information previously received information on (B)(6) 2019, the coding of event injected drug in muscle instead of knee has been amended and updated to device use error.

Event description:
Muscle paralysis [paralysis nos]. Bladder paralysis [bladder paralysis]. Stiff leg [limbs stiffness] ([device use issue]). Initial information received from (B)(6) on (B)(6) 2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an unknown age female patient who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced muscle paralysis, stiff leg, bladder paralysis (latency unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started treatment with hylan g-f 20, sodium hyaluronate injection, at unknown dose, once via route intramuscular (device use issue) (with an unknown batch number) for unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient had stiff leg, muscle and bladder paralysis (assessed as medically significant). It was also reported that doctor injected the suspect device into patient's muscle instead of her knee. No more information was provided. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint was initiated and the results for the same were pending.